Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer's blood glucose value was unknown. Customer was given bolus and got another insulin flow block alarm customer got the alarm even after troubleshooting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Device received with cracked keypad overlay at select button, missing serial number label and left belt clip rail broken.